Event description:
There was an incident in which there was a fire. The dr was doing a microlaryngoscopy. The et tube (not mfg by coherent) sparked, causing a flame. The dr then threw the tube on the floor and stomped the flame out. The pt received a white powdery residue in the throat. The laser rental company had verified the laser was working properly after the incident.